Event description:
The customer reported that a patient expired and no alarms were generated.

Manufacturer narrative:
The customer reported that a patient expired and no alarms were generated. The monitor is located in an isolation room with the alarms being transmitted via overview to the main ward area. When the customer was shown that the alarms were in fact generated, the customer blamed the alarm volume as not being loud enough to alert someone outside the room. Based on the available information, the monitor worked as intended. Philips is in the process of obtaining additional information regarding the incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).